Manufacturer narrative:
This report is filed july 13, 2016.

Manufacturer narrative:
This report is filed, february 29, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient fell and sustained a head trauma (date not reported) resulting in swelling at the implant site. Fluid was drained from the site on (B)(6) 2015 and the patient was prescribed oral antibiotics. The site was then drained again on (B)(6) 2015. On (B)(6) 2015 the patient was prescribed another oral antibiotic. On (B)(6) 2016 the patient was started on intra venous antibiotics (duration not reported) for infection at the site. During follow up appointment on (B)(6) 2016 it was noted that the receiver/stimulator was extruding through the patients skin. Subsequently on (B)(6) 2016 the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.